Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer awoke vomiting. The patients parent attempted to deliver a bolus via pump however, the pump declared an occlusion alarm. The occlusion alarm was cleared and the bolus was attempted again. Another occlusion alarm occurred and the patient changed, the insulin, cartridge, and infusion set to resume insulin delivery. The patients blood glucose was 397-398 mg/dl with 1.7 ketones. An ambulance was called and took the patient to the hospital. The patient was treated with a manual injection of insulin. The patient started to feel better and was given food. A few hours later the patient was discharged.